Event description:
It was reported by the affiliate that the staples were malformed during a video assisted thoracic surgery procedure. The surgeon put in overstitches. There was no consequence to the pt.